Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's vertigo has reportedly resolved. The recipient's device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced vertigo after implantation surgery. The recipient was hospitalized overnight and was prescribed anti-nausea medications. The recipient's issues have reportedly resolved.